Manufacturer narrative:
The instrument was visually inspected under a microscope. The instrument was received and appeared to be well used. The blade was dull and the rivet came out of the hole of the instrument. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
The user facility reported during a surgical procedure there was a small tear in the patients septum. The patient is recovered with no issues. Additional information: the end of the instrument became dislodged and tore the patients septum. The septum was repaired, but there was no notes as to what was required surgically. The reporter could only assume it required suture. There was no additional medication required post-op.